Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image was disappeared during reprocessing. The user completed the procedure using with another device. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -the communication between the processor and the camera head became impossible because the camera cable was broken due to excessive distortion of the camera cable. There was possibility that excessive distortion and the disconnection of the camera cable was caused by the user's handling.